Manufacturer narrative:
It was reported that the ventilator generated alarm indicating a low o2 concentration. The ventilator was investigated by our field service engineer on site and the gas module was determined defective and replaced which solved the issue. The unit was tested successfully and the customer has been advised that the device can be returned to clinical use. The issue can be confirmed in the provided log files. The replaced gas module has not been returned for technical investigation. Therefore, the root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the ventilator generated alarm indicating a low o2 concentration. There was no patient harm reported. Manufacturer's ref. #: (B)(4).